Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 12 staples left in the cartridge, indicating at least 23 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The stapler released properly. No functional problem was found with the returned sample. Per DHR the product visistat 35r 6/box lot # 73c2300418 was manufactured on 03/14/2023 a total of (B)(4) pieces. Lot was released on 03/31/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. The reported complaint of "skin irritation" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "in the last month we have had 3 that have not performed properly. When my veterinarian gets to the 3rd to 4th staple they tend to catch the patients skin and pull and don't come off/out of the stapler, creating skin irritation, and unnecessary added tenderness afterwards from the pulling". Additional information received states "some bleeding on the surgery line due to pulling, and redness". No medical intervention was required. The issue was resolved by applying pressure and cleaning the area. The patient status is reported as "going to be fine". See associated mdrs #3003898360-2025-00213, 3003898360-2025-00214.